Manufacturer narrative:
The complainant issued a purchase order for the evaluation/repair of the console on 3/24/2016. A field service engineer (fse) will be traveling to the facility to evaluate the console. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported on behalf of another perfusionist an issue encountered with the mps-2 console during use. He reported that the console displayed an error code for "vent valve open and air in heat exchanger." Follow up with the complainant found that the error code had continually displayed during the procedure and the perfusionist had to manually clamp the vent valve in order to deliver the cardioplegia (solution not specified) to the patient. She stated that the vent valve remained open which caused low aorta pressure, which let to the aortic valve not shutting. The perfusionist wrote that manually clamping provided high enough pressure to shut the patient aortic valve. The patient heart would not arrest until she had manually clamped the vent valve. There were no patient complications reported as a result of the alleged issue. A field service engineer (fse) is scheduled to travel to the facility to evaluate the console.

Manufacturer narrative:
Evaluation of the console found the fluid level sensor was defective and was the cause of the vent valve issue. The fluid level sensor was replaced. The console passed all functional testing and met specification after this component was replaced.